Event description:
It was reported that this right ventricular (rv) lead produced oversensing. The measurements later on, resolved on its own. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead produced oversensing. The measurements later on, resolved on its own. The lead remains in service. No adverse patient effects were reported.